Manufacturer narrative:
H10: the actual sample was received for evaluation. A visual inspection with the naked eye, noted the female connector separated from the main body. The insert chip was identified. The reported condition was verified. The cause of the condition is related to inadequate solvent application, during manufacturing. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector and main body of a transfer set. This was noticed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.